Manufacturer narrative:
(B)(4). The other proglide device referenced is filed under a separate medwatch MFR number. Evaluation summary: the device was returned for analysis. Analysis indicated a cuff to needle tip detachment likely occurred. The anterior cuff detaching from the anterior needle tip would appear similar to a needle to cuff miss, thus the reported cuff miss is confirmed. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture retrieval incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with the first proglide. A second proglide device was used and the suture came out with the device. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 14f and the aaa procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of the third and fourth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported trained in the use of the proglide device and in the large hole technique. No additional information was provided.